Event description:
Information received from the field notes that the patient's heart rate was low and when the device was checked, ventri- cular and atrial lead impedance was measured at >3000 ohms in both polarites and there was no ventricular capture and output was .5v in both chambers.